Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier and the power control board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the left monitor was not functioning. The left monitor displays the live fluoroscopy image. There is no report of patient injury or death.